Event description:
A report was received that the patient was experiencing infection at the midline incision site. Symptoms included redness and fluid drainage. The physician believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator; model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-4318, lot#: 18838994, description: clik x anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection at the midline incision site. Symptoms included redness and fluid drainage. The physician believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.